Event description:
The hcp reported that the month following catheter replacement, the pt continued to have spasms and spastiticity that did not improve. Plain x-rays were perfomred which demonstrated migration of the distal catheter slightly extradurally. Patient went back to surgery in 2006 to have the distal catheter reimplanted into the intrathecal space. Final pt outcome after the last surgery - "improved spasms (although still has a few) and spasticity in 900 mcg/day".